Event description:
Customer received a call from the pathologist that there was an issue with sodium results. They reported out between 13-14 erroneous results. No one was injured based on errant results. Customer provided sodium results for 15 patients, results for 12 patients were discrepant. Repeat results were performed on another c501 analyzer. Patient 1, initial result 140, repeat 133 mmol/l. Corrected report sent. Patient 2, initial result 143, repeat 134 mmol/l. Patient 3, male, (B)(6) initial result 144, repeat 134 mmol/l. Corrected report sent. Patient 4, female, (B)(6), initial result 136, repeat 128 mmol/l. Corrected report sent. Patient 5, initial result 135 (accompanied by a data flag), repeat is in the 120s, specific value could not be provided by customer. Corrected report sent. Patient 6, initial result 134, repeat 127 mmol/l. Patient 7, initial result 134, repeat 125 mmol/l. Patient 8, initial result 137, repeat 129 mmol/l. Patient 9, initial result 133 (accompanied by a data flag), repeat 125 mmol/l. Corrected report sent. Patient 10, initial result 140, repeat 133 mmol/l. Patient 11, initial result 140, repeat 133 mmol/l. Patient 12, initial result 140, repeat 130 mmol/l. Sodium cartridge lot number was unavailable. Sample type was serum. The field service representative found the problem occurred after receiving a problem alarm. He cleaned the sample probe and verified sample, sipper and ise probes were aligned correctly. He checked reaction bath and ultrasonic mixers which were fine. The field service representative ran qc which passed for sodium, chloride and potassium.